Event description:
The hcp states the patient presented in 01/2003 with an empty pump. There should have been 5cc remaining. In 02-2003 the pump was empty again when it should have had 3.7cc remaining. In 05/2003 there was 1.5cc withdrawn from the pump there should have been 11.9cc. The hcp noted that the patient was "sleepy," lives above 4,000 feet, and has been using a heating pad over the pump area. A pump myelogram was done-unknown date or results. In 05/2003 the pump was explanted, replaced, and returned to the manufacturer for analysis. Upon explant, it was noted that an infection was "beginning" in the pump pocket. The patient was noted as being "alert with a well-healed incision" and having "no fever, no chills, and no headaches" at the post replacement followup visit.